Event description:
The following was reported by the attorney for the pt: on (B)(6) 2008: pt underwent a repair of his incarcerated incisional hernia with a bard composix kugel patch. On (B)(6) 2009: pt underwent surgery to address his complaints of abdominal pain. Pt's surgeon found that the previously placed mesh had adhered to his small bowel and omentum. The adhesions were lysed and the mesh remains in pt's body.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.